Event description:
A discordant result for (B)(6) was obtained on an advia centaur instrument. The result was in the equivocal zone. The test was rerun twice on the same instrument and (B)(6) results were obtained. Only the correct result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the (B)(6) result was that the front valve manifold was leaking. The fse repaired the valve manifold. The instrument is performing within specifications. Further evaluation of the device is not required.